Event description:
A report was received that the patient was experiencing pain at the lead site. The patient was prescribed lidocaine patches by the physician. It was believed that the pain did not seem to be directly associated to the stimulation. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient was prescribed lidocaine patches by the physician. It was believed that the pain did not seem to be directly associated to the stimulation. The patient was reportedly doing well.